Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two device defects were reported in an exoseal vascular closure device (vcd) control group during a randomized controlled clinical trial. There was no reported patient injury. The events were described in a literature article regarding hemostasis after transfemoral intervention. The catalog number and event date are unknown. The device will not be returned for evaluation. This report is sourced from literature article by yu, s., huang, z., lyu, z., li, m., ye, b., zeng, g., xu, j., wang, h., hou, j., liu, y., zhao, y., guo, z., & xiao, g. (2026).